Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump did not deliver as expected.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. On the reported day of event the device was not in use. The last dated therapy was investigated and it was assessed that several pressure alerts stopped the infusion. Each alarm was confirmed by the customer. The device was clean and showed age-related marks of use. The long term test revealed not abnormalities. The attached line as well as the syringe of the customer were used for this test. During fast run, a strange noise was noticeable. The device was disassembled and the inside was investigated. No damages were found. The noise was caused by the sluggishness of the drive cog wheels. The investigation did not reveal a defect of the pressure sensor. As well as the sluggishness has got no influence of the pressure measurement. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. After having consulted the customer, the date of occurrence was dated on the (B)(6) of (B)(6) 2016. However , on this day the device was not in operation. Therefore the history files of the last logged therapy were investigated. Some pressure alarms were found logged. All logged pressure alarms (operating alarm) were confirmed by the customer. Thereupon the sample was subjected to a visual and functional examination. No damages were found. The long term test was performed with the disposables attached by the customer. No malfunction was assessed. The device was disassembled and the inside was investigated. No damages were found. The strain gauge pressure measurement and motor power limitation were tested after calibration of the pump. The values were within specification. The investigation did not reveal a defect of the pressure sensor. Operating alarms: operating alarms lead to an interruption of the infusion. An audible tone sounds, the red led flashes and a staff call is activated.